Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (tactile vibration alarms) has been confirmed. Upon evaluation, pins within the trunk cable connector were bent. The cause for the tactile vibration alarm was the tactile motor running constantly. The cause for the tactile motor running constantly was a short within the connector caused by bent connector pins. The root cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's device was constantly buzzing on the patient's back. The monitor would not respond after the patient pressed the response buttons. The patient was provided a replacement electrode belt.